Event description:
It was reported that this right ventricular (rv) lead exhibited non-physiologic noise. Additionally, technical services (ts) noted variability in rv impedance measurements from 600 up to 1053 ohms, and rv thresholds were noted to increase. This patient is pacing dependent. Ts discussed reprogramming options. No adverse patient effects were reported. This lead remains in service. Further information was received that this lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. Ts discussed that this is suggestive of a lead fracture. Further discussion with the physician was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received that a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited non-physiologic noise. Additionally, technical services (ts) noted variability in rv impedance measurements from 600 up to 1053 ohms, and rv thresholds were noted to increase. This patient is pacing dependent. Ts discussed reprogramming options. No adverse patient effects were reported. This lead remains in service. Further information was received that this lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. Ts discussed that this is suggestive of a lead fracture. Further discussion with the physician was recommended. No adverse patient effects were reported. This lead remains in service.